Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had black spot on the screen blocking view. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump had repeated calibration issues, after changing sensor customer will get a lot of incorrect readings and customer had been forced to rewind insulin pump multiple times during site changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly and missing segments/partial display anomaly due to blank display.